Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix stretched out of specification and tissue was visible on the helix. (B)(4).

Event description:
It was reported that, during attempted implant, the right ventricular (rv) lead's helix was frozen. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.